Event description:
Customer reported that pump battery was no longer charging, and upon further investigation, it was found that the usb port was broken, preventing the pump from being plugged in. There was no reported impact on the customer¿s blood glucose level due to this issue. The customer is expected to return the faulty device, and a replacement pump has been provided.